Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the product. Visual inspection found the haptic bent and deformed and foreign fibers on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -11.5 diopter,implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange did not resolved the problem.